Event description:
Per summons: relator was provided with a fluoroscopy report dated (B)(6) 2009, the impression was a left-sided PICC line not in the venous system; rather in the arterial system with the distal portion within the left ventricle.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.